Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion in the calcified vessel was predilated. The physician attempted to use a taxus express2 2.5 x 20mm drug eluting stent, but was unable to cross the lesion. After the stent delivery system was removed, "there was an uplifted stent". A 2.5 x 10mm cutting balloon was used to predilate and a 2.5 x 32mm taxus stent crossed. No pt complications occurred.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.